Manufacturer narrative:
(B)(4).

Event description:
A voluntary MDR/medwatch report was received on 10/17/2025. According to information submitted via the maude database, the reporter indicated that due to frequent sensor failures and/or inaccurate readings from the dexcom g7, the device underdelivered insulin. As a result, the patient was hospitalized for diabetic ketoacidosis (dka). No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was on (B)(6) 2025. The date of the event is an approximation. On 09/14/2025, it was reported via email by healthcare professional that the cgm was displaying unusually low readings. According to the reporter, these readings were later determined to be inaccurate. The patient was admitted to the hospital on (B)(6) 2025 and diagnosed with diabetic ketoacidosis (dka). No additional details regarding the incident were provided in the email, and attempts to follow up with the reporter have been unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.